Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited no capture and no sensing post coronary artery bypass graft procedure. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.